Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to motor error alarms. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they were experienced high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer stated that they had back up plan available to treat the high blood glucose. Customer also reported blood glucose level of 250 mg/dl. Customer reported that the drive support cap was normal. Insulin pump will be returned for analysis.